Event description:
On (B)(6) 2025 the user, participating in a clinical study, reported that the ilet touchscreen did not respond when attempting to pause insulin delivery. The user described difficulty pausing insulin as needed. No hospitalization, treatment, or long-term health effects were reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.